Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up and upon interrogation several episodes of automatic mode switches which one episode showing burst of atrial lead noise. It was also noted that there was undersensing. No intervention had been reported. No additional information was available.